Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain and went directly to the emergency room (ER) on (B)(6) 2025. The patient had pd cultures drawn on (B)(6) 2025. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on intraperitoneal (ip) ceftazidime daily for three weeks (dose unknown). The cultures were positive for serratia marcescens and klebsiella pneumoniae. The infectious disease team added levaquin (route, dose, frequency, and duration unknown) on (B)(6) /2025. The patient remained hospitalized. The cause of the peritonitis was not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and utilization of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although the cause of the peritonitis event was not confirmed, the culture results of serratia marcescens and klebsiella pneumoniae suggest a breach in aseptic technique. Serratia marcescens is a bacterium that is widely found in water, soil, insects, animals, and plants with a main route of infection being nosocomial infection, family environment and work environment. (Xie et al, 2024) klebsiella is part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract and are widespread in the environment and peritonitis probably results from touch contamination. (Salzer, 2018) based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain and went directly to the emergency room (ER) on (B)(6) 2025. The patient had pd cultures drawn on (B)(6) 2025. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on intraperitoneal (ip) ceftazidime daily for three weeks (dose unknown). The cultures were positive for serratia marcescens and klebsiella pneumoniae. The infectious disease team added levaquin (route, dose, frequency, and duration unknown) on (B)(6) 2025. The patient remained hospitalized. The cause of the peritonitis was not confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.